Event description:
During the implantation of a progav 2.0 shunt system (#fx434-t), the doctor tested for patency and upon pressing on the reservoir, it was discovered that there was a leak in the tueb connecting the reservoir to the pressure regulating valve. Another progav 2.0 shunt system was implanted. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the procedure. Age: unknown. Weight: unknown. Height: unknown. Gender: unknown.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Manufacturer narrative:
. Received a different product than originally reported. Since the product has already expired in december 2019, we have to refrain from a comprehensive examination, as a conclusive examination is no longer possible under these circumstances. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. For this reason, we are returning the product without further examination. Nevertheless, we have decided to subject the catheter to a reduced inspection. During the examination, we found that the peritoneal catheter leaked under the kink protection at the outlet of the control reservoir. The leakage directly at the outlet can be caused by excessive bending.

Event description:
Sample returned for examination.